Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reportedly replaced the (cpu) central processing unit board and needs option codes. During further investigation, the customer reported an unknown noise, particularly a high pitched noise coming from the rear of the unit. The unit showed no error codes. The unit also showed a c-flex (exhalation relief) (reduced pressure on exhalation) (avaps) which stands for average volume assured pressure support. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported unknown noise. The fse confirmed that the cpu board was replaced, and the vent was returned to service.

Manufacturer narrative:
Date recv'd by MFR: 18apr2020. Correction to problem description the customer reported an unknown noise. This is in reference to a high pitched noise coming from the rear of the unit. Unit showed no error codes. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse confirmed that the cpu board was replaced, and the vent was returned to service. It is determined that an off label repair attempts were made to central processing unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.